Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photos of device have been received, pending photo analysis. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported left side capsular contracture, baker grade iii, and simple cystic formations measuring 5 mm observed during mammography. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: cyst: unable to observe since it is not related to the device. Other-medical: no observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported left side capsular contracture, baker grade iii, and simple cystic formations measuring 5 mm observed during mammography. The device has been explanted.